Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Relates to mw5104497

Event description:
User reported false postive result. Negative pcr.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation.